Event description:
It was reported that a patient with a 25mm valve implanted for ten years, three months underwent a valve-in-valve procedure due to mitral stenosis. A 26mm valve was implanted with no complications.

Manufacturer narrative:
H10. Additional manufacturer narrative: updated sections b5 and f10. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. H11. Corrected data: updated section h4.

Manufacturer narrative:
H11. Corrected data: resubmitting follow-up report #2. Additional information obtained confirmed that the previously reported event had no indication from the physician that surgical valve prematurely failed or malfunctioned. The device performed as intended and failed due to progression of patient's disease. The event was not related to the edwards valve. As such, this event is no longer considered reportable.

Event description:
It was reported that a patient with a 25mm valve implanted for ten years, three months underwent a valve-in-valve procedure due to calcification, degeneration, and mitral stenosis. A 26mm valve was implanted with no complications. According to the physician, the surgical valve did not prematurely fail.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/ or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a patient with a 25mm valve implanted for ten years, two months was being evaluated for a valve-in-valve procedure.